Manufacturer narrative:
(B)(4). Concomitant medical devices: 183440 - bearing - 447810; 141224 - tibial tray - j3252931; 402283 - cobalt bone cement - 859930. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01191, 0001825034-2021-01192.

Event description:
It was reported that patient underwent primary right tka. Subsequently, the patient was revised due to pain, loosening and instability approximately 2 years post implantation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review found right knee pain and instability. Imaging revealed loosening. Osteotomes used to break cement mantle around femur and tibia. Patella well-fixed and retained. No complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.